Manufacturer narrative:
Per customer, qc was within specifications prior to and after the event. System checks for a week were within specifications. The specimens were collected in plastic, bd, lithium heparin tubes with gel separators. The samples were allowed to clot for 10 minutes and then were centrifuged at 4,000 rmp for 10 minutes. No discrepancies were noted with any other samples. A field service engineer (fse) was dispatched to the customer's lab: a) the fse ran diagnostic testing which passed within specifications. B) the fse performed a precision run and obtained good results. C) the fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative (-) total bhcg (tbhcg) results for two different patient samples and a low prostate specific antigen (psa) result for another patient sample. Tbhcg: patient a and b samples were tested for tbhcg and results of 0.00miu/ml were obtained. The samples were retested and the repeated results were ">100miu/ml, ovr" for both patients. The samples were diluted and then retested, and results were 49872miu/ml and 53419miu/ml for patient a and b respectively. Psa, patient c: an initial result was 0.02ng/ml and 7.32ng/ml upon repeat. The erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.